Event description:
It was reported that the cot could not lock into the fastener. This could not be duplicated because the service tech was able to load the cot into the ambulance, but there is a risk that the customer was not using the cot correctly which could cause a delay of treatment for the patient. The customer reported that they did not know if there was any patient involvement or if there were adverse consequences to report.